Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer was experiencing repeated recoverable faults on the surgeon side console (ssc) right master tool manipulator (mtm). The customer disabled the right mtm to continue with the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to disconnect the ssc if the fault returned after disabling the right mtm. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was a gas tubing coming from the wall that was obstructing the full range of motion on the left mtm from completing a self-check (the initial issue occurred on the right mtm). Once that was moved, the system was restarted and everything worked fine.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse identified a hard error on the surgeon side console (ssc) master tool manipulator (mtm) at start up. The isi fse replaced the mtm to correct the reported problem. The system was tested and verified as ready for use. Isi has received the mtm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
The master tool manipulator (mtm) was tested on the in-house system and triggered error 25521 during the sine cycle.

Event description:
Refer to h11 for follow-up information.